Manufacturer narrative:
Initial reporter email: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Date reported on mwr (B)(4) was 1/21/2018. Correct date should have been 1/23/2018 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in malaysia as follows: it was reported patient was implanted with the femoral nail for shaft fracture (ssfn) on unknown date. Patient was returned to surgery on unknown date for revision due to a non-union. During the revision procedure, surgeon attempted but was not able to remove the nail from the patient. Surgeon stated the threaded portion of the nail is damaged. It is not known if the damage was prior to removal attempt or if the attempt to remove it caused the damage. The outcome or consequence to the patient is not known at this time. The inability to remove the nail is addressed in (B)(4). This report addresses the revision due to non-union. This report is for one (1) femoral nail for shaft fracture. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Date of non-union is not known. (B)(4). Lot number unknown. Date of implant is not known. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the femoral nail for shaft fracture (ssfn) on unknown date. Patient was returned to surgery on unknown date for revision due to a non-union. During the revision procedure, surgeon attempted but was not able to remove the nail from the patient. The outcome or consequence to the patient is not known at this time. The inability to remove the nail is addressed in (B)(4). This report addresses the revision due to non-union. This report is for one (1) femoral nail for shaft fracture. This is report 1 of 3 for (B)(4).